Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left subclavian vein. A 9.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres. However, on the second inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 8.0-40/4.8/80 sterling otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).